Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump and high blood glucose. Customer stated that the buttons were unresponsive. Customer's blood glucose was 374 mg/dl at the time of the incident. Customer thinks that the pump was not giving insulin. Customer was trying the bolus button but the act button did not work. Customer stated that she always takes the pump off when she swims and that changing the battery did not resolve the issue. Customer mentioned that the numbers kept scrolling up to 500 and then started doing it again by itself. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.